Event description:
It was reported to boston scientific corporation that an extractor pro balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the shaft separated into two when retrieving a stone in the common bile duct. No portion of the device detached inside the patient. The broken fragment of the extractor balloon remained inside the endoscope and was removed from the patient together with the endoscope. The procedure was completed with another extractor pro balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the catheter was found to be broken at 142 cm from the distal tip. The catheter was also found to be stretched from 73 cm to 82 cm from the hub, from 89 cm to 90 cm from the hub and from 132.5 cm to 142 cm from the distal tip. The catheter shaft was found to be kinked at 2.5 cm from the distal tip. The c-channel was found to be torn towards the balloon. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of catheter broken was confirmed. It is likely that a stone present in the bile duct blocked the catheter or the catheter was caught by scope elevator; this however cannot be conclusively determined. The c-channel was torn most likely during guide wire removal from the channel with excessive force. The most probable root cause of operational context will be assigned to this complaint as due to some procedural/anatomical factors encountered during the procedure performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an extractor pro balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the shaft separated into two when retrieving a stone in the common bile duct. No portion of the device detached inside the patient. The broken fragment of the extractor balloon remained inside the endoscope and was removed from the patient together with the endoscope. The procedure was completed with another extractor pro balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.